Event description:
A discordant, falsely low vancomycin result was obtained on one patient sample on a dimension xpand plus without hm instrument. The sample had been tested for a basic metabolic panel (bmp) and vancomycin. The initial bmp results were erratic and were not reported to the physician(s). The operator ran another sample from the patient on the same instrument for the bmp and results were as expected. The bmp results from the second sample were reported to the physician(s). The vancomycin test was not run on the second sample. The discordant result from the first sample was reported to the physician(s). A different operator later discovered fibrin formation in the first sample tube, which was then recentrifuged and repeated the sample on the same instrument. The vancomycin result was higher than the result reported to the physician(s). The operator repeated the second sample tube from the patient on the same instrument and it also resulted higher. The corrected result from the second sample was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low vancomycin result.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The customer stated that fibrin was present in the first sample from the patient. The expected results were obtained on the second sample from the patient and the first sample (after recentrifugation) on the same instrument. The cause of the discordant vancomycin result is related to the sample integrity of the first sample. The instrument is performing according to specifications. No further evaluation of the device is required.